Event description:
It was reported that the tachy therapy was deactivated in (B)(6) 2024 due to rv lead impedance alert, failing rv threshold test, rv sensing amplitude dropping and oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.